Event description:
It was reported that the user contacted support for assistance pausing insulin delivery for a shower and experienced low blood glucose measured at 68 mg/dl; the user was guided to pause and later to resume insulin delivery, and blood glucose increased to 107 mg/dl after oral carbohydrate intake. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal device use with recovery after intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as designed and the event was related to user operation. It was concluded that the event was attributable to user-related factors with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.